Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had reoccurring flow blocked alarm. The user stated the insulin flow blocked alarm occurred since friday. All the recommended troubleshooting was completed for the insulin flow blocked alarm still the issue was reoccurring. Customer now believes that it was her pump causing the issue. The pump will be returned for analysis.

Manufacturer narrative:
Device passed the self test, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test, and the displacement test. No unexpected insulin flow blocked alarm noted during testing. (B)(4).